Event description:
It was reported that the push button on the bd insyte-n¿ autoguard¿ shielded IV catheter was sticky and failed to retract the needle during use. The following information was provided by the initial reporter: "safety mechanism on insyte autoguard not working properly. Staff found the push button 'sticky' and didn't activate needle retraction."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the push button on the bd insyte-n¿ autoguard¿ shielded IV catheter was sticky and failed to retract the needle during use. The following information was provided by the initial reporter: "safety mechanism on insyte autoguard not working properly. Staff found the push button 'sticky' and didn't activate needle retraction."